Manufacturer narrative:
Evaluation of the first returned smart coil pusher assembly revealed the pet lock was separated and the pull wire was retracted. This was likely a result of the embolization coil detachment during the procedure. The pusher assembly was reported to have become stuck within the handle and then was removed, and the handle was not returned for evaluation; therefore, the root cause of the pusher assembly becoming stuck within the handle during the procedure could not be determined. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed a functional device. During functional testing, the smart coil was advanced through its introducer sheath without an issue. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint. This report is associated with MFR report number: 3005168196-2021-01000.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01000.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician successfully detached a smart coil in the target vessel using the handle. However, after the detachment, the pusher assembly of the smart coil became stuck in the handle. Subsequently, the pusher assembly was removed from the handle. The physician then attempted to advance another smart coil into the microcatheter; however, the smart coil would not advance out of its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.